Manufacturer narrative:
Results: the pusher assembly of the first ruby coil evaluated had the pet lock intact and was bent approximately 103.0 and 146.0 cm from the proximal end. The embolization coil was detached from the pusher assembly with the proximal end hanging out of the distal end of the introducer sheath. The stretch resistant (sr) wire was fractured, and the proximal constraint sphere was inside the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned devices revealed the first ruby coil evaluated had the proximal end of the embolization coil hanging out of the distal end of the introducer sheath, indicating that the introducer sheath was re-loaded onto the pusher assembly backwards. If the introducer sheath is re-loaded onto the pusher assembly backwards, extreme resistance will be met upon attempting to advance or retract the ruby coil through the sheath. Further evaluation of the first ruby coil revealed the pusher assembly was bent and the embolization coil sr wire was fractured. This damage likely occurred due to forceful manipulation of the ruby coil against resistance. Evaluation further revealed the pusher assembly mid-joint of the second ruby coil was withdrawn pass the friction lock of the introducer sheath. The mid-joint outer diameter (od) is larger than the rest of the pusher assembly which allows the introducer sheath to properly seat on the ruby coil. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The third ruby coil and lantern mentioned in the complaint were not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00416; 3005168196-2016-00417.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered an initial pod8 coil into the aneurysm using a lantern delivery microcatheter (lantern). While attempting to deliver three new ruby coils into the aneurysm, the physician had difficulty and was unable to advance the coils through the lantern. The ruby coils were removed and the procedure was completed using ten new ruby coils and the same lantern. There was no report of an adverse effect to the patient.